Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform verify a47 alarm due to loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not able to rewind. Customer¿s blood glucose was unknown. Customer stated that insulin pump alarmed for insulin pump error but self test was complete. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.